Event description:
The information provided to sjm indicated the 6f angio-seal vip vascular closure device was used following a cardiac catheterization procedure. Post discharge, the patient became hypertensive and developed a hematoma in the right groin after ambulating. The patient was readmitted and the hematoma improved with manual compression. The patient was discharged to home the following day.